Event description:
Information received from the field does not address the patient's clinical status but notes that after 10 months implant, the battery impedance was 12 kohms. The device will be monitored.